Event description:
It was reported that the programmer would not achieve telemetry or magnet response with a patient. The caller did get another programmer and achieved telemetry and magnet response. Technical support (ts) told the caller to swap the radio frequency (rf head) and try with another patient since this patient was gone and to order a new rf head. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).